Event description:
The customer contacted baxter's technical service center to report an issue of system error 2240 on home choice (hc) device during dwell 3 of 4. The hp had 3 bags connected and solution was in the heater bag only. A clamp on an unused line was open. The baxter technical representative (tsr) reviewed the set up procedures and referred the hp to registered nurse(rn). There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This report of system error 2240 (air in set) was confirmed. The cause was determined to be use error, patient had clamp open on an unused supply line during therapy. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.